Manufacturer narrative:
Upon receipt of the returned product sample, it was visually examined. One used custom tracheostomy tube was received. No visual anomalies were noted. Functional testing was performed, and a leak was detected near the junction of the airway line and neck flange. On magnification, it appeared that the adhesive was not bonded to the shaft in a small area. A review of the device history record found no discrepancies. Manufacturing records showed this lot passed both leak tests. While a definitive root cause could not be determined, there are four possible root causes for which the reported issue could be attributed: contamination on the shaft prevented the adhesive from fully bonding in the isolated area. The adhesive was not smoothed around the airway line and neck flange before it started to cure. The airway line was pulled causing the adhesive to lift from the shaft. A combination of 1, 2 or 3 occurred.

Manufacturer narrative:
Potential lot number: ds000903. The device is currently being evaluated; smiths medical will file a follow-up report detailing the results of the evaluation once it is completed. Device evaluation in progress.

Event description:
It was reported that the "balloon/cuff" of a portex® bivona® custom tracheostomy tube was leaking two days after being placed. Cuff patency was not tested prior to use. Sterile water was used to fill the cuff. The tracheostomy tube was replaced. No injury was reported.